Manufacturer narrative:
The device was returned to olympus for evaluation, and it was uncovered that foreign objects were in the nozzle due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the suction, air and water cylinders had corrosion. It was also observed that due to this corrosion, there was no electrical continuity. It was observed that switch one had a cut. It was also observed that the forceps could not be inserted smoothly due to damage on the channel tube. It was observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Additionally, it was observed that the play in all directions were out of standard value due to wear of the angle wire. It was observed that there was a crack in the plastic distal end cover. Lastly, it was observed that the connecting tube had a dent. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no malfunctions with the reprocessing accessories. The customer confirmed that there was no delay in the start of pre-cleaning or manual cleaning. The customer indicated that they did not perform an air/water flush during pre-cleaning. The customer confirmed that a detergent flush was performed during manual cleaning. The customer confirmed that the biopsy channel was brushed during manual cleaning. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section d8 and h3 were updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of foreign material could not be determined. Considerations: no physical damage was found at the location with foreign material. From the provided information that foreign material remained because handling/reprocessing of the device deviated from instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in nozzle. There were no reports of patient involvement.

Manufacturer narrative:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in nozzle. There were no reports of patient involvement.